Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, preimplantation, and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. Approximately 10 cm of the ventricular catheter was returned. It was observed to have a jagged end. Approximately 100.5 cm of the peritoneal catheter was returned. Both catheters met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with a delta shunt on (B)(6) 2015. Reportedly, after the surgery, the patient's ventricle was found to be bigger and the device was not shunting properly. According to the report, the device was explanted on (B)(6) 2015 and replaced with a new delta shunt. It was also reported that there was no injury to the patient and that the patient was well after the surgery.